Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Lot# 0000612 was provided by the customer. However, this lot number was not recognized. Multiple attempts have been made to obtain clarification to this lot. However, no further information has been made available. Since an unrecognized lot number was provided, no medical device record (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a valve separation issue occurred. The hemostatic valve on the sheath broke. Sheath replacement resolved the issue. The case continued, and no adverse patient consequences were reported. The observed valve separation issue has been assessed as an MDR reportable malfunction.